Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary surgery was performed (B)(6) 2017. The patient had a pain in his hip joint when he was cleaning a bathtub. The surgeon found the dissociation for cup and head. He performed a revision surgery (B)(6) 2018. The surgeon alleges he has never experienced a dissociation issue about bipolar cup. The cup will be returned.